Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6) 2014, rv pacing impedance measured 3024 ohms which had increased from a trend which had been steadily rising from 800 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. No action was taken, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.